Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2015 to excise excess tissue from the abutment site; during the same procedure, the abutment was removed from the implant. The patient was also prescribed oral antibiotics due to drainage from the site. The implanted device remains. This report is filed april 5, 2016. The implanted device remains.

Event description:
It was reported, the patient was prescribed antibiotics (date not reported) due to skin overgrowth and granulation tissue at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.